Event description:
It was reported that the patient presented for in-clinic follow up. Device interrogation revealed episodes of far r-wave oversensing noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences noted.